Event description:
The hosp reported an adverse event (pt death) associated with a percutaneous transluminal angioplasty (pta) procedure performed to treat a stenosis of the right middle cerebral artery (mca). The hosp reported that a guidewire perforated the m3 segment and that the immediate postoperative period was stable (no cephalgia and paralysis); however, the pt turned for the worse and expired on the night of the procedure. The hosp reported that a 6 fr short sheath (termo) was inserted to right femoral artery (fa). A 6fr guiding catheter, 4 fr angiographic catheter and .035" guidewire were coaxially inserted to right internal carotid artery (ica). The length of the stenosed area and the vessel diameter for distal and proximal were observed by angiography. The guidewire was inserted to the right middle cerebral artery (mca) (distal portion was located in m2 to m3). The balloon catheter (9 x 2) was inserted to m1. The balloon catheter was advanced beyond the stenosed area and then pulled back to stenosed area. The balloon catheter was inflated to 1atm/10 seconds and then 6atm/30secs, and then dilated. The stenosed area was observed by angiography (the balloon catheter remained in the m1 at this time). The stenosed area was observed by angiography ten mins later and still remained. The balloon catheter was removed and a larger one (device in question) was inserted. The device in question (9x2.5 balloon catheter) was inflated to 1atm/10 secs and then 6atm/30secs, and then dilated. The stenosis was fully dilated when another angiography was done. Five mins later, the stenosed area was observed by angiography, and re-stenosis had not occurred. Again five mins later, the stenosed area was observed by angiography, and re-stenosis had not occurred. The balloon catheter was removed. At this time, extravasation was observed at the m1 and the contrast agent was trapped at intracranial. The pt had no neurologic symptoms and cephalgia at this time. Protamine was administered to reverse heparinization. The m1 area was observed by angiography several more times. The atc was checked (follow up requests for additional info will be sent to clarify this term. The MFR believes this term should refer to the act, or activated clotting time). Following, it was observed that the extravasation at the m1 area had stopped. The pt was moved to the CT (computed tomography) room. The pt had no neurologic symptoms and cephalgia at this time. The physician commented the following on october 3, 2006: when the device in question (balloon catheter) was inserted to the m1 through the carotid siphon portion, the shaft of the guiding catheter was bent. When the device in question was removed, the guiding catheter and device in question were fixed. When the device in question was removed, the shaft of the guiding catheter straightened. When the guiding catheter straightened, the distal end of the guidewire moved to the distal portion. Then the perforation occurred.